Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was received by abbott medical optics (amo) manufacturing site for an evaluation. The evaluation revealed that the batch record was reviewed and showed no deviations. A visual inspection was performed of the optic part and no deviations were found. The diopter measurement records were verified and showed to be within specifications. This was in compliance with the labeled dioptric power 15.0 diopter for this lot number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. (B)(4): placeholder.

Event description:
It is reported that the lens was explanted due to unexpected postop refractive error. No adverse effects and no patient injury were reported.